Event description:
The facility reported a mini-infuser with "new batteries have been put in and will not turn on." This event occurred upon power up in the vet office. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was confirmed during evaluation by a baxter service technician. The cause of the problem was the red battery wire which connects the battery cover was broken. No repairs were performed for the reported condition because the device was removed from service. (Same device as in related ancillary complaints (B)(4).) If additional relevant information is received, a follow-up will be submitted.